Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 12 devices were evaluated in the field and the issue was confirmed; one device had a detached component, one device had a dirty component, three devices had worn components, 10 devices had broken/damaged components, two devices had bent components, one device was missing a component, and one device had an alignment issue. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 13 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage/disengage or wouldn't engage. There was no patient involvement.